Event description:
It was reported that when using the bd pyxis¿ medflex 1000, item was miscounted but it was stocked out. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, the technical support specialist (tss) assisted the customer with a cycle count of the item. The drawer opened, but no cubie opened and no medication was found. Then, the tss advised the customer to rectify the count from 4 tablets to 0, close the drawer, and contact pharmacy for a refill and an alternative stocked medication for the patient. The system functioned as intended after the technical support specialist assessed the device.